Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and add gel messages) was isolated to the electrode belt trunk cable pulse wires were broken in the dn. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.